Event description:
It was reported that patient underwent revision surgery. Initial procedure on 24/11/2015. Material issue was the purpose of the revision. Doi: (B)(6) 2015 dor: unknown. Affected side unknown.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary: the device associated with this report was received for analysis. Visual examination of the returned femoral head denoted a remarkable worn appearance at the part. It was possible to identify a disassociation event since it was found that occurred a transfer of the titanium cup material onto the surface of the ceramic head. It is not unreasonable that noise would be present due to the ceramic head articulating against the metal cup. It is subsequent the liner disassociation and does not signify any product error. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.